Manufacturer narrative:
Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2012; 1388t-52, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the electrogram on the can to coil vector. No noise was observed on the programmed tip to ring vector; however, numerous short v-v intervals were noted over the past 3 months. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.